Event description:
It was reported that six months post implant, the patient experienced pain in the pocket area due to muscle stimulation. The physician opened the pocket and found a loose set screw causing a connection problem between en the pulse generator and the lead. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.